Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a lesion in the non-tortuous distal superficial femoral artery (sfa), after pre-dilating the 6.0mm diameter vessel with a 6.0mm armada 35 balloon via inflation to 12 atmospheres, a 6.0x150 6f 120cm supera peripheral self-expanding stent system was advanced to the moderately calcified target lesion without issue. After deploying the stent, resistance was felt when retracting the thumb slide. As the physician believed the entire stent had been completely deployed, the supera was withdrawn without resistance, but it was discovered that the stent had not completely deployed; thus, during the withdrawal, the tip separated and the deployed stent was inadvertently dragged back to the common femoral artery, completely outside of its target area. The detached tip was successfully snared, and the supera stent was left in the common femoral artery with no intervention performed in that vessel. The sfa lesion was successfully treated with an absolute pro stent. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent already deployed. The torn sheath and tip detachment were confirmed. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The additional damage to the device and treatments, foreign body in patient, and removal of the tip was due to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the device in the following condition: the stent sheath was torn 2/3 of its circumference 12.5cm from the distal end of the stent sheath. Additional information received indicated that the physician was aware of the torn sheath and that it was discovered once the supera system was withdrawn from the anatomy. No additional information was provided.